Event description:
A nurse reported that, during an intraocular lens implant surgery, the handpiece was "beating with the tip" even it had been properly located and tightened during setup. The procedure was completed with a different handpiece. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).